Event description:
It was reported that the right atrial (ra) lead exhibited lead dislodgement during ablation which was confirmed via fluoroscopy. Physician tried to reposition the same lead, but the helix would not come all the way back in and once it was check out of the body, it was noted that there was a tissue build up in the helix. This ra lead was explanted and replaced. No additional adverse patient effects were reported.